Event description:
The hand held drill overheated and burned through two sets of gloves that the surgeon was wearing. This resulted in his thumb being slightly burned.what was the original intended procedure?the surgeon's were performing a right craniotomy for tumor.device #1is this a laboratory device or laboratory test?no.